Event description:
Device cast shavings into patient joint space. Shavings unsuccessfully removed by irrigation. Shavings remain in patient.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation.